Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was fully fired. The reload was received with the lock ring rotated out of position. The lock ring was rotated into the correct position. The reload was loaded into a pmv representative instrument for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it could not establish when this occurred.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Colectomy of cecum with terminal ileum the idrive failed to fire upon first fire. New one was opened to correct the problem. Operating time not extended.